Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he had low blood glucose but not hospitalized. Customer's blood glucose was 46 mg/dl. The customer was treated with food. The customer was experiencing low blood glucose for 10 to 12 years. The customer stated that the device was exposed to MRI. The customer was advised to speak with their healthcare provider regarding the low blood glucose. The customer was assisted in performing displacement test and the test passed. The customer was advised to monitor.

Manufacturer narrative:
Additional information has been revealed which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer had high blood glucose. Customer stated the set tore off his body and started feeling bad. The customer's blood glucose went up to 586mg/dl. Customer stated he was not getting any insulin for a day and a half.